Manufacturer narrative:
(B)(4). The reported complaint of "constant possible helium loss 3 alarms" is confirmed based on the pictures provided in the complaint. The pictures show the balloon baseline dropped below zero along with helium loss 3 alarms. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "constant possible helium loss 3 alarms. Patient came in and had a cardiac arrest. They did an emergent bedside insertion of the balloon. They did not use floro. The patient is ventilated, on epi, lidocaine, dobutamine, amio, levophed and vasopressin. The patient had a 40 cc iab placed. Immediately after insertion they started getting possible helium loss 3 alarms. It was decided to switch out the pump for a second ac3. The pump is pumping without alarms". No patient injury or consequence reported. The patient's current condition is reported as "critical."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "constant possible helium loss 3 alarms. Patient came in and had a cardiac arrest. They did an emergent bedsideinsertion of the balloon. They did not use floro. The patient is ventilated, on epi, lidocaine, dobutamine, amio,levophed and vasopressin. The patient had a 40 cc iab placed. Immediately after insertion they started gettingpossible helium loss 3 alarms. It was decided to switch out the pump for a second ac3. The pump is pumping without alarms". No patient injury or consequence reported. The patient's current condition is reported as "critical"